Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivery correctly. Caller reported pump is not delivering correct basal amounts during the night. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.